Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been re-using the same cartridge and infusion set for over 3 days on the mobi pump. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.